Manufacturer narrative:
B5: the reporter indicated because the iris was prolapsing through the main incision during the surgery, the surgeon put in 3 stitches and in one of those stitches he inadvertently grabbed the iris. When the icl was explanted, the surgeon put in 1 stitch but the iris had depigmented. This was the main complaint with the patient, in addition to having some slight dysphotopsias. The surgeon indicated the lens or the lens vault did not produce the iris atrophy. H6: health impact- clinical code: 4581 - dysphotopsias, iris pigmentation. H6: health impact - additional surgery: 4625 - stitches. Claim#: (B)(4).

Manufacturer narrative:
B5: during the initial surgery there was persistent extrusion of the iris through the main incision that finally produced the iris atrophy. After the initial lens was implanted the elevated iop was up to 40mmhg and anterior chamber was narrow. After 2 weeks the anterior chamber remained unchanged and iop was reduced with full use of hypotensive eyedrops. The lens was explanted and the problem was resolved. H6: health impact- clinical code: 4581 - extrusion of iris; narrow anterior chamber. H6: health impact - impact code : 4644 - hypotensive eyedrops. H6: device history record (DHR) review - based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+1.5/115 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting, elevated intraocular pressure (iop) and iris atrophy. Patient had feeling of discomfort and heaviness in the eye. The surgeon does not plan to implant another icl lens. The cause of the event was due to the device.